Event description:
The customer reported three unconfirmed (3) false positive results with the ID now covid-19 assay performed with multiple patients. This MFR. Report addresses patient two (2) of three (3). The customer reported (1) one unconfirmed false positive results on a direct tested nasal foam swab with the ID now covid-19 assay performed on (B)(6) 2021. On the same day, repeat testing was performed and generated negative results. Per the customer there was no patient harm due to the test results. Additionally, there was no delay or impact on treatment due to test results.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR. Report: 1221359-2021-02805, 1221359-2021-02833.

Manufacturer narrative:
(B)(4). Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot m161754 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m161754, test base part number 190-430 / lot: m161754. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161754 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m161754 showed that the complaint rate is (B)(4).